Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis; however, the device was not returned. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough; guide catheter: jl, jr 3.5 ; sheath: 7fr; stent: xience alpine, xience xpedition (x2). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The nc traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat multi-vessel diseases in the left circumflex (lcx), left main (lm), left anterior descending (lad) and right coronary artery (rca). First the lcx was treated with a 2.5x23mm xience alpine stent. Next, a xience xpedition stent was deployed in the lm to lad and a 2.5x48mm xience xpedition stent was deployed in the mid lad. The stents were post-dilated with a 4.5x8mm nc traveler balloon dilatation catheter (bdc) at 18 atmospheres, one inflation; however, the balloon failed to deflate even after negative pressure was held for 10 seconds. The guiding catheter and bdc were removed together and post-dilatation was completed with a 3.5x8mm non-abbott bdc. A 2.5x38 xience alpine was deployed in the rca to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.